Event description:
It was reported that occlusion alarms occurred. This caused the customer's blood glucose level to display as "high," suggesting it exceeded normal limits. The customer attempted to address the high blood glucose by administering a correction bolus via the pump. Technical support instructed the caller on various steps to troubleshoot the occlusion issue, such as disconnecting and tightening tubing, delivering boluses, and loading a new cartridge. Despite these efforts, the occlusion alarm recurred, and the customer was advised to replace supplies and resume insulin use. No additional third-party assistance was required.